Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the tip of the syringe broke. There was no report of patient impact. The following information was provided by the initial reporter: syringe tip broke off during attachment to the syringe driver.

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, the tip is observed to be broken off of the syringe and attached to another device. A device history review was performed for reported lot 2108083, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Machine molding parameters were verified to be within required limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our quality team's investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is possible the tip broke as a result of the force used to engage the device. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ syringes the tip of the syringe broke. There was no report of patient impact. The following information was provided by the initial reporter: syringe tip broke off during attachment to the syringe driver.